Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm unexpected battery power loss due to blank display.

Event description:
The customer reported via phone call that his insulin pump had received insulin flow block alarm and replace battery alert. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting. It was reported that the customer received a low battery alert before replace battery alert. The customer stated that the battery was previously used. The insulin pump will be returned for analysis.